Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. The electrodes that were used during the event, had been disposed of, and were not returned for evaluation. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. Physio performed a clinical review of the information on the event, and the downloaded, electronic patient record. No indication of a device malfunction was found. The patient's heart rhythm was reported to be asystole, and it was determined that the device use did not contribute to the patient's outcome. A conclusive cause of the reported issue could not be determined. UDI - (B)(4).

Event description:
The customer contacted physio-control to report that their lifepak® 15 monitor/defibrillator did not register the patient's heart rhythm. When the quik-combo® adult pacing/defibrillation/ECG electrodes were connected to the patient and the device, no ECG could be obtained. When the pushed on the electrodes on the patient's body they received a signal, but that signal would not last. Reportedly, the patient's heart rhythm was asystole when the ambulance crew arrived. The patient expired.